Event description:
It was reported that the board will last only 2 minutes before shutting down. Per biomed, they battery test every 30 days and is fully charged before placing into the board.

Manufacturer narrative:
The autopulse nimh battery (sn (B)(4)) involved in the event was returned to zoll medical corporation on (B)(4) 2012 and was analyzed. Visual inspection of the battery showed no damages. Reported complaint was confirmed during testing. The problem appears to be the customer's battery sn (B)(4), which it ran for a few compressions and stopped and then displayed "low battery" and "replace battery" messages. The archive file shows low voltage battery was used during compressions. Furthermore, the battery failed testing and will be scrapped. Probable cause for battery failing could be due to aging (manufactured in january, 2010). The calendar age of the battery is greater than 2 years. The product labeling instructs that the useful life of each autopulse battery is between 2 - 4 years. As with all batteries, the nimh battery chemistry has a finite calendar life. Within the 2-4 year life range, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. No adverse event was reported.